Event description:
During a ptca/stenting treatment procedure, the nc monorail 15/3.0 mm balloon ruptured after the first inflation to 24 atms for 68 seconds, causing a dissection in the right coronary artery. The patient suffered chest pain during this event which was treated with dilaudid. The lesion being treated was a severely calcified lesion in the right coronary artery. The lesion was pre-dilated for placement of a taxus stent with a 2.5/9 mm maverick balloon at 12 atms for 11 seconds, 12 atms for six seconds, and 18 atms for 11 seconds. Then a 3.0/15 mm maverick balloon was advanced and inflated to 22 atms for 37 seconds to pre-dilate the lesion. However, the 2.5/24 mm taxus stent was unable to cross. The nc monorail balloon was then advanced, against resistance, for pre-dilitation. When the nc monorail balloon ruptured, a portion of the balloon material detached inside the patient. A 1.5/15 mm maverick balloon was inflated to 18 atms for 10 seconds two times to pre-dilate the lesion. The patient suffered chest pain and was given phenergan. Then a 2.75/11 mm nc stormer balloon was advanced and inflated to 12 atms for three seconds when it hydroplaned out. The nc stormer balloon was reinserted and inflated to 20 atms for nine seconds. Dilaudid was given again for chest pain. A 3.0/28 mm taxus was then able to cross the lesion and was deployed. The taxus stent covered the retained portion of balloon material, treated the dissected portion of the right coronary artery, and opened the lesion. The taxus balloon and a 3.5/15 mm nc monorail balloon were used for post-dilitation. The patient experienced an increase in cardiac enzymes after the procedure, but did not suffer a myocardial infarction. Patient was discharged from the hospital the next day, and their status is reported as `good'.